Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset and an occlusion alarm occurred. Additionally, it was reported that an undefined malfunction occurred and the pump touchscreen was unresponsive. Customer's blood glucose level was in the 300's (mg/dl). Reportedly, the customer had manual injections as alternate insulin therapy. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.